Event description:
It was reported that in a single episode the patient with this cardiac resynchronization therapy defibrillator (crt-d) received three inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to apparent atrial driven rhythm. The therapy was exhausted for this episode. Boston scientific technical services (ts) discussed reprogramming and reaching out to cardiology. Device remains in service. No additional adverse patient effects were reported.